Event description:
The customer reported that during a patient event where the patient was receiving pacing defibrillation therapy, their device lost power. The customer indicated that once the device lost power, they were unable to restore power during the event. There was no adverse outcome to the patient as a result of the reported event.

Manufacturer narrative:
The customer evaluated the device and was unable to verify the reported issue after testing it for a week. Proper device operation was observed through functional and performance testing and the device has been returned to the end user for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.